Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fracture involving a right - nav compatible dual-offset accolade rasp handle was reported. The event was confirmed by the returned device. Method & results: -device evaluation and results: a review of the device by a materials sme identified this device to be part of the failures covered as part of a previous nc. -medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the cause of the event was due to an overload condition. Further investigation, performed under an nc concluded a potential root cause for fracture is likely due to the recast layer remaining on the spring surface as the print did not specify the appropriate maximum surface roughness needed in order to remove the recast layer during production. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the handle broke when the surgical tech was trying to attach a broach. The surgical tech just removed the handle from the surgical field and handed the doctor the other offset handle.

Event description:
It was reported that the handle broke when the surgical tech was trying to attach a broach. The surgical tech just removed the handle from the surgical field and handed the doctor the other offset handle.